Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that customer hospitalized due to hypoglycemia. The customer¿s blood glucose level was 20 mg/dl at time of incident. Troubleshooting was not performed for low blood glucose level. The customer was in coma. The caller did not allege insulin pump was over delivering. The device will not be returned for analysis.